Manufacturer narrative:
The baxter technician found the brake link needed to be adjusted. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Brake casters should be checked for cuts, wear and quality of tread, etc. And replaced when necessary. Examine the brakes to see whether the bed moves when the brakes are set. Replace as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in jan 8, 2026. It is unknown if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake link to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that vc p500 nsc air rental frame had brakes not holding. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.